Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the reason for the cracked screen was unknown. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.